Event description:
On (B)(6) 2012, the surgeon performed a right si joint fusion utilizing the ifuse implants. Surgery went well and there were no intra-operative or peri-operative problems. At the (B)(6) week post-op visit, the patient was complaining of sharp pain in the right groin. A CT scan showed that the proximal implant was positioned slightly medially. The implant breached the lateral wall of the s1 neuroforamen by 2 to 3 mm. On (B)(6) 2012, the surgeon performed a revision surgery to explant the proximal ifuse implant. The surgeon utilized the removal tool and slap hammer to remove the implant. An osteotome was not used. The surgeon describes bone ingrowth onto the implant on all three surfaces along the entire length of the implant. He felt that the joint was fused at the time of the explantation. Implant was not replaced and bone graft material was not used. It was reported that the patient is doing very well two weeks post-op. All of the groin pain is gone and the patient has less s1 joint pain after the index ifuse procedure.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is improper implant placement.